Manufacturer narrative:
(B)(6).

Event description:
It was reported that an isleeve was split and a perforation occurred, an isleeve sheath was selected for an aortic implant procedure. During insertion, some resistance was noted. The device was removed and a kink on the tip of the device was observed. The physician, inserted an 11f dilator. The dilator was then removed and the isleeve was reinserted with no difficulty. The tavi (transcatheter aortic valve implantation) procedure was performed successfully. During balloon removal, the physician noticed that the tip of the isleeve broke and a perforation in the right femoral was also noted. The perforation was treated with a stent. The 5 hours post-procedure the patient was clinically ok.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that an isleeve was split and a perforation occurred, an isleeve sheath was selected for an aortic implant procedure. During insertion, some resistance was noted. The device was removed and a kink on the tip of the device was observed. The physician, inserted an 11f dilator. The dilator was then removed and the isleeve was reinserted with no difficulty. The tavi (transcatheter aortic valve implantation) procedure was performed successfully. During balloon removal, the physician noticed that the tip of the isleeve broke and a perforation in the right femoral was also noted. The perforation was treated with a stent. 5 hours post-procedure the patient was clinically ok the returned product consisted of an isleeve sheath with a dilator in the lumen. The sheath and tip were microscopically examined. One of the seams is split 5cm from the distal tip to the tip. The sheath is kinked 16.5cm from the tip. Two of the three seams are starting to expand which is expected. There is typical tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Based on all gathered information, no further actions are considered necessary. The complaint investigation conclusion code is: adverse event related to procedure.